Event description:
Following the insertion of foley catheter, blood was noted in the urine. The foley was removed, and the stylet was noted to have migrated past the tip of the catheter, scratching the urethra, causing bleeding. No surgical intervention was required.